Manufacturer narrative:
Investigation of this event is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) post implant in the patient's right eye. The doctor rotated the lens and added a capsular tension ring approximately 1 month post lens implant, but z-syndrome recurred. The lens was exchanged approximately 3 months post implant. The surgeon indicated that in his opinion the likely cause of the event was "capsule contraction". The patient's status was described as "excellent". Please reference MDR # 2031924-2014-00352 for the for the event involved with the left eye.